Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Manufacturer narrative:
(B)(4); 68 attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Event description:
It was reported that during an ultra low anterior resection procedure, the bowel was resected and the purse string suture was placed and the detachable anvil head was placed accordingly. The device was then inserted unto the rectum, and the spike was inserted through the distal staple line. At this point the detachable anvil head was connected to the spike. The gun was fired and the audible crunch was not heard. Upon investigation the knife blade engaged but no staples formed. A subsequent ultra low hand sewn anastamosis was performed. The patient was undergoing an ultra low anterior resection for a malignant tumor. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4).